Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed due to thermal impact on drawer components and the pharmacy technician noticed a plastic burning smell. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the retractor band had a burn mark and the solenoid was swollen and stopped working. A field service engineer replaced the retractor band, solenoid, drawer controllers and module controller. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed due to thermal impact on drawer components and the pharmacy technician noticed a plastic burning smell. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band had a visible electrical damage of a burn mark coated with white plastic which caused the burning smell. He also observed that the solenoid was seized. The field service engineer replaced the retractor band, solenoid, drawer controllers and module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.